Manufacturer narrative:
A2: age at time of event: 18 years or older. Initial reporter address: (B)(6). Device evaluated by MFR: device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has tip peeled, as part of overall visual revision. The device has the body kinked approximately at 259 cm from the proximal end and the polymer tip was peeled approximately at 296 cm from the proximal end. The overall length, outer diameter of the distal tip, middle, and proximal section of the device are within specification.

Event description:
It was reported that coating issue occurred. During preparation of a 300cm, 8cm poly tip v-18 control wire, it was noted that the coating was peeled off. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that coating issue occurred. During preparation of a 300cm, 8cm poly tip v-18 control wire, it was noted that the coating was peeled off. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.